Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/31/2015 with the following findings: the battery compartment was observed to be cracked from the threads to the case seal. Corrosion was found on the inside of the battery compartment. The top of the returned battery cap was found to be worn; a test battery cap was used during the analysis. Due to internal moisture damage, the pump failed to power on, as confirmed by the absence of the auditory cue, vibratory cue, and visual display. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and no further evidence of internal damage or defect was found. User error caused or contributed to the occurrence of moisture ingress, as the instructions for use instruct the user to refrain from exposing a damaged pump to moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, damaged battery cap, battery compartment leak, no-power condition, and corrosion on the inside of the battery compartment. This report is made based on results of investigation completed on (B)(6) 2015.